Event description:
A (B)(6) pt with atrioventricular canal was scheduled for elective repair. There were no issues identified or observed during set-up and priming of the cardiopulmonary bypass (cpb) circuit and no obstructions were detected. The prime solution consisted of: plasmalyte, rbcs, heparin, sodium bicarbonate, ancef, albumin, calcium. Just prior to cannulation, 400 units / kg of heparin was given to the pt and the act was measured at 422 seconds. A 12f aortic cannula was placed, as well as 14f and 18f venae cavae cannulae. Cpb was initiated at 12:39 pm; venous drainage was less than expected and less than required to maintain adequate arterial blood flow rates. The venous cannulae were checked and adjusted, and no drainage improvement was realized. Cpb was halted and the 14f venous cannula was replaced with another 18f cannula. Cpb was re-initiated and there were observed high arterial line pressure alarms. The line pressure was measured at 240 mmhg at a flow rate of 900 ml/min, so the cv surgeon adjusted the position of the aortic cannula. After the adjustment, the line pressure rose to greater than 350 mmhg. Cpb was again halted, and the aortic cannula was changed out for a larger size. On the re-initiation of cpb, again the line pressure was elevated and cpb was again stopped. The aorta was inspected and there were no signs of aortic dissection. The line pressure transducer was changed out and again no improvement in line pressure. The af02 arterial filter pressure drop was checked, and it was discovered the pressure drop across the filter was much higher than usually seen. The arterial filter (af02) was changed out as the pt was still off cpb. Cpb was again re-initiated, and the line pressure was within normal limits. The procedure was completed as scheduled. The pt was hemodynamically stable during this extended time off cpb as the circuit issues were being troubleshooted. The estimated delay in the procedure was 45 minutes. The pt was weaned from cpb without issue and was extubated (in the operating room) just prior to being transferred to ICU. There were no signs of harm during the operative and post-operative phases, and the pt was discharged from the hospital in 5 days. The af02 (original) was inspected after it was removed from the circuit, and clots were observed in the filter. After cpb, the cpb circuit was inspected and clots were also seen in the venous section of the reservoir. There were no clots observed in the oxygenator fiber bundle, hemoconcentrator, tubing, or cannulae. The procedure was completed successfully and no blood loss was experienced as the blood in the original af02 remained in the cpb circuit.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).